Event description:
It was reported that during a procedure of the left anterior descending (lad) artery the 2.75 x 38 mm multilink 8 stent delivery system (sds) was opened and removed from the protective plastic coil when foreign material like a hair was noted on the stent implant. The device was not used; there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.